Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and a shock for what appears to be an atrial or sinus rhythm. Therapy did not convert rhythm. The device remains in service. Further review was recommended. Inappropriate therapy from this device, due to suspected atrial driven tachycardia had been received by this patient on the past. The device remains in service. No adverse patient effects were reported.